Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle impactor broke in 2 pieces upon implanting the pinnacle cup. All broken pieces where retrieved. Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Opened another pinnacle instrument to use another pinnacle straight impactor. Was there any consequence to the patient due to complaint? No. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no, as there was another set available to use. Has the reporter facility indicated there may be legal action? No. Please give a detailed explanation of the event. Pinnacle impactor broke in 2 pieces upon implanting the pinnacle cup. All broken pieces where retrieved. Needed to open another set to complete the surgery.